Event description:
It was reported that the healthcare professional (hcp) requested assistance with programming the patient with this right ventricular (rv) lead into magnetic resonance imaging (MRI) protection mode. This rv lead polarity was programmed to unipolar due to a known lead integrity issue, with no under or oversensing observed, and the impedance trends remained stable. An MRI scan would require a non-conditional order for lead integrity and an order to change the rv polarity to bipolar. The healthcare professional (hcp) stated that the facility does not perform off-label MRI scans and rescheduled the patient. This rv lead remains in service. No adverse patient effects were reported.